Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported that the patient was experiencing shocking every 4 minutes. The hcp noted that the shocking started early in the morning on the day of report and that the patient had admitted themselves into the ER 3 hours prior to report. Troubleshooting was not possible due to lack of access to the product and the shocking was noted to be of the entire body. The change in therapy/symptoms was sudden and it was indicated that the patient¿s daughter was going to fly the patient¿s remote in. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.